Manufacturer narrative:
This report is submitted on may 15, 2019.

Event description:
Per the clinic, the patient experienced skinflap breakdown at the implant site and subsequently the device was explanted on (B)(6) 2019. One week later the patient was administered oral antibiotics (date not reported) to treat swelling at the implant site. Reimplantation has been scheduled; however, this has not occurred as of the date of this report.

Manufacturer narrative:
This report is submitted on december 27, 2023.